Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that they are experiencing disconnection between the spike of the infusion set and fresenius chemotherapy bag port during infusion. The report suggests that the patient came into contact with the cytotoxic drug. From the reported info, there are no indications of serious injury to the patient or user as a result of this incident. No add'l info provided.